Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on august 3, 2005. Based on qa assessment, the product met specifications at the time of release. No sample has been returned for evaluation for the report of disposable tip; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no aspiration with the polymer tip during a vitrectomy procedure. The case was completed by exchanging to a silicone tip. There was no harm to the patient.